Manufacturer narrative:
Exact date unknown, event occurred a week from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients incision site was having some seeping.